Event description:
It is reported that pt underwent right total hip arthroplasty on (B)(6) 2007. It is also reported that post op, pt experienced pain and loosening. Pt has not been revised.

Manufacturer narrative:
(B)(4). The manufacturer did not yet received explanted devices, x-rays, or other source documents for review. Where lot numbers were received, the device history records were reviewed and found to be conforming. It is not suspected that the alleged event was caused by product failure. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated this time and zimmer gmbh considers this case closed. (B)(4).